Event description:
An (B)(6) girl with moya moya, kidney disease and developmental issue was housed in the pediatric ICU. Several crucial medications were being administered by alaris pump modules. The rn noted recurrent air alarms on the pump modules, despite the absence of air in the system and despite the rn cleaning of the sensor. Also module 2 gave recurrent "channel alarm" messages and failed. The rn had to replace 4 different pump modules in order to administer the medications. Module 3 also gave a "tubing occluded" message when the tubing was not, in reality, occluded. The rn removed the faulty equipment from use and notified uhs. The pcu was left in use to administer norepinephrine, which would not safely be stopped at the time.